Event description:
This complaint is being reported as a malfunctioned due to the alleged animas pump temperature issue. The battery was extreme hot when she changed the battery. There was no patient impact associated with the temperature issue. There was no corrosion in the battery compartment or on the battery. No product misuse was identified.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box download verified a battery voltage drop on (B)(6) 2011 from 160vdc at 2:08am to 128vdc at 4:59pm. Battery was not returned with the pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump powered on normally and with no alarms. The pump was exercised for 29 hours with no overheating or alarms duplicated during testing. Pump electrical current draws were tested and found to be within specification. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. Complaint regarding pump and battery overheating could not be duplicated during investigation.